Event description:
Customer complaint: limited data available: customer had to look for order number she was not sure at time of call, however she stated she was going to try to register heating pad sparked, when plugged in.